Event description:
It was reported that patient had trouble pumping device. The doctor pumped prior to surgery and implant worked perfect but he decided to change the pump. No adverse events. Additional information was received. The pump was sticky so patient was unable to inflate the device. Issue was first noticed 1 month prior to replacement procedure.